Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that the architect i2000sr analyzer would not power up. When inspecting the analyzer, which is connected to an uninterrupted power supply (ups), the customer found dried buffer salts on the cable connections. An abbott field service engineer (fse) arrived at the customer site and inspected the analyzer. Initial voltage readings found nothing unusual until the fse powered the ups and the analyzer on and connected the system control center (scc). Visible smoke began coming from the ups. All systems were powered off. Upon further investigation, the fse found that a leak originating from the architect i2000sr analyzer had reached the cable connections and caused a short circuit that in turn caused the ups to smoke. There was no damage to the surrounding lab environment. Other than some eye irritation to the fse, which required no medical treatment, there were no injuries or exposures reported. The damaged ups was removed from the customer site and a new one was ordered. There are no reports of any impact to patient management due to this issue.

Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the customer site initially to trouble shoot an issue with the architect i2000sr analyzer not powering on. The fse verified that the uninterruptible power supply (ups) output voltages were within specifications and proceeded to connect and power on the architect i2000sr analyzer processing module without issue; however, when the system control center (scc) was connected to the ups, a burning odor and visible smoke were observed from the ups. No fire was observed and no injuries occurred. The analyzer was undamaged and there was no damage to any components beyond the ups. The fse determined that liquid from the "pump area in the manifold of the wash station" leaked onto a non-abbott extension cable attached to the abbott scc/ups resulting in a short circuit of the ups cable connection. Two manifold kit valves were replaced to resolve the leak as they were found to be worn from normal use. No returns were made available from the site. There were no subsequent reports of smoke / burn since the manifold kit valve and the ups were replaced. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. This includes the analyzer, the ups and the manifold valve kits. The review did not identify issues that may have contributed to the current complaint. The architect operations manual contains information to address the current customer issue. Abbott diagnostic equipment and accessories are certified by underwriter's laboratories (ul) to the appropriate safety standards. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.